Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. The customer photo was evaluated and shows a product with blood in the barrel of the device. Additionally, 30 retention samples from the bd inventory were subjected to functional testing and, all samples passed testing with no evidence of leakage or defects. Bd is able to confirm the customer¿s reported failure mode of leakage based on customer photo analysis. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to determine a root cause for the reported issue.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "blood is leaking out of the shaft."

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "blood is leaking out of the shaft."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.